Manufacturer narrative:
(B)(4). The customer reported having a problem with the display. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and he clarified that the display was flashing. The issue was resolved by replacing the control pca.

Event description:
The customer reported having a problem with the display. There was no report of pt involvement.